Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. The customer¿s blood glucose level was in the 200's (mg/dl) the morning of the report. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.